Event description:
A falsely elevated troponin I result of 1.45 ng/ml was obtained on a patient sample. The result was reported to the physician. The sample was retested on the same analyzer and on a second dimension analyzer with results of <0.1 ng/ml on both instruments. It is unknown if treatment was prescribed or altered as a result of the falsely elevated troponin I result. There was no report of adverse health consequences. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was inadequate vessel wash at the hm station.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was inadequate vessel wash at the hm station. A dade behring field service representative was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.